Event description:
It was reported that the patient¿s device would flip on and off on its own when the patient went to (B)(6) because of the security gates. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that when the stimulation turned back on it felt like the patient ¿had the world¿s greatest charlie horse.¿ it was noted the patient felt ¿twinges¿ when going through security gates.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3080, lot # l65610, implanted: (B)(6) 2000, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2007, product type extension. (B)(4).